Event description:
It was reported that when slitting the 90 degree subselection catheter, the hub section came off leaving the subselection catheter in the patient, unable to be slit. The lv lead (4196) was removed with remaining subselection catheter. It was also reported that the lv lead was repositioned without the subselection catheter, resulting in a longer procedure and x-ray exposure. No patient complications have been reported as a result of this event.

Event description:
It was reported that when slitting the 90 degree subselection catheter, the hub section came off leaving the subselection catheter in the patient, unable to be slit. The lv lead (4196) was removed with remaining subselection catheter. It was also reported that the lv lead was repositioned without the subselection catheter, resulting in a longer procedure and x-ray exposure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Corrected adverse event flag. (B)(4). Evaluation summary: (B)(4): catheter kinked, catheter separation noted, and catheter damaged at implant; the analyst noted that difficulty slitting was visible from the start. A slitter issue is suspect. A chunk of the hub is torn away, stress cracking was visible, and spiral cutting noted as well. The returned slitter showed a dull cutting edge, and was bent and showed wear.